Event description:
It was reported that during a lap rectum procedure, the device was torn. A same like device was used to complete the procedure. No pt consequence reported. No further info available.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.